Manufacturer narrative:
Na

Event description:
It was reported that there were 17 episodes that fell into the vf zone, due to noise on the rv lead. The patient received inappropriate therapy. The lead was found to be fractured. The lead was explanted and replaced.